Event description:
Litigation papers allege: patient sustained and continues to suffer severe and possibly permanent injuries and pain. Update: (B)(6) 2011 - the sales rep has reported the revision for the left side. Patient was revised due to high ion levels and pain. Update: (B)(6) 2012 - medical records were received. The right hip was revised on (B)(6) 2012 due to pain. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update: the sales rep has also reported the right side revision. Rep stated that patient was revised due to high ion levels.

Event description:
Litigation papers allege: patient sustained and continues to suffer severe and possibly permanent injuries and pain. Update: (B)(4) 2012 - medical records were received. The right hip was revised on (B)(6) 2012 due to pain. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.